Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient reported undergoing a right knee revision approximately five years post-implantation due to allegations of pain and disassociation of the locking bar. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient reported undergoing a right knee revision approximately five years post-implantation due to allegations of pain and disassociation of the locking bar. The locking bar and tibial bearing were removed and replaced this report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Revision operative report provided noted excessive scarring; a synovectomy - excision scar tissue was performed. The locking bar was noted to be loose and scarred into soft tissue. Polyethylene debris from the tibial bearing was removed along with the rest of the bearing and locking bar. A lateral retinacular release was performed due to the patella button tracking laterally. The femoral and tibial components were also noted to be overhanging on the bone. It was also noted that the patient had fractures of the inferior pole of the patella and proximal fibular shaft that were not treated during this procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward moment and/or activity, number 15 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Event description:
Patient reported indicated right knee revision approximately five years post-implantation due to alleged loosened prosthesis; however, no revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products - cobalt hv bone cement - catalogue 402282 lot 125090;cobalt hv bone cement - catalogue 402282 lot 473020;patella - catalogue 11-150826 lot 085780;vangrd tib brg - catalogue 183620 lot 981740;van fem-r - catalogue 183102 lot 321490.

Manufacturer narrative:
The locking bar is packaged with the tibial tray, the locking bar was returned, however, the tibial tray was not. Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the hook on the locking bar did identified a small amount of wear or markings typically found on the locking bar when it is well fixed especially after these parts were implanted for five and half years; dimensional analysis indicates that these parts were conforming when they left zimmer biomet control. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.